Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14f amplatzer torqvue delivery system. The patient presented with pre-existing bradycardia. The patient had severe sinus bradycardia as well as sinus arrest with junctional escape. The 28mm amulet was attempted to be implanted but were removed due to difficulty finding an optimal implant. A replacement 25mm amulet was attempted to be implanted but was also removed due to difficulty finding an optimal implant. The patients heart rate remained stable during the procedure, the bradycardia did not worsen. Post procedure a permanent pacemaker was implanted.

Manufacturer narrative:
Additional information received indicates that the device was unable to be seated properly due to patient anatomy. The patient's bradycardia was pre-existing and was not worsened by the amulet device. There was no reported malfunction with the device and no adverse effects. There is nothing in the information provided that meets any part of the definition for a complaint and is no longer reportable.

Event description:
Event description: per the operation note for the amulet: patient was found to be very bradycardia : with severe sinus bradycardia as well as sinus arrest with junctional escape meets : criteria for a dual-chamber permanent pacemaker. ~ ethnicity: non hispanic or latino ~ race: white ~ weight: 343 ~ weight units: lb ~ age in years: 69 ~ gender: male : because of bradycardia as prior ae states, a pacemaker was implanted. It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14f amplatzer torqvue delivery system. During the procedure the patient was found to be very bradycardic. The patient had severe sinus bradycardia as well as sinus arrest with junctional escape. The 28mm amulet was attempted to be implanted but were removed due to difficulty finding an optimal implant. A replacement 25mm amulet was attempted to be implated but was also removed due to difficulty finding an optimal implant. Post procedure a pacemaker was implanted.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.